Manufacturer narrative:
D9 / h3 updated to indicate the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
The following was reported: when using the axsos proximal lateral plate of the tibia , a drill sleeve was set up in the screw hole and drilled with a locking drill. It was sticking in the drill sleeve with strange sounds. Using a new drill and sleeve, the surgical procedure was completed without any problems.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The following was reported: when using the axsos proximal lateral plate of the tibia , a drill sleeve was set up in the screw hole and drilled with a locking drill. It was sticking in the drill sleeve with strange sounds. Using a new drill and sleeve, the surgical procedure was completed without any problems.